Event description:
It was reported that during a laparoscopic hysterectomy procedure the device would receive an unknown alert screen on the gen11 generator. They completed the procedure with a second like device. There was no other information provided to the rep. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a yellow alert screen. The device was functionally tested with a generator. During functional testing on gen11 tighten asssembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a yellow alert screen the device was functionally tested with a generator. During functional testing on gen11 tighten assembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device would receive an unknown alert screen on the gen11 generator. They completed the procedure with a second like device. There was no other information provided to the rep. There was no patient consequence reported.